Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had high blood glucose level of 600 mg/dl. Customer was treated with insulin pump. Customer stated that the insulin pump had insulin flow block alarm. Customer tried different cannula lengths. Customer stated that the tubing was not bent or kinked. Customer stated that they have tried all remedies. Customer stated declined troubleshooting for high blood glucose level. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.